Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the exact date of implantation was unknown. Approximately 1995/1996.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the complaint can be confirmed depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no product code or lot number was provided for this device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary bilateral hip replacement approximately 26 years ago, where an s rom stem and s rom acetabular cups were utilised. (Hospital unknown) patient appears to have had the left acetabular component revised some time go. Patient has presented with ongoing pain in the right hip. X rays indicate poly liner wear and extensive osteolysis. On opening the right hip ((B)(6)) the joint was found to have extensive metalosis with black debris spread through the joint on both the acetabular side and the femoral side. The cup was removed, the s rom stem appeared well fixed. The poly liner in the cup was worn through with the head articulating on the acetabular shell. The actetabulum had extensive osteolysis and extensive bone loss. An new cup was implanted and the new s rom head inserted on the stem which remained in situ. Did the patient experience a post-op device malfunction? Yes, if yes, please describe. Extensive poly liner wear and subsequent osteolysis and metalosis , did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, facility name of original implant date and facility unknown - but was performed around 1995, was device explanted? True, hardware/explant removal due to: poky wear, osteolysis and metalosis , did patient require revision surgery? True, reason for revision surgery. As above, patient status/ outcome / consequences unknown, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? As above, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.